Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID# 2134265-2018-04590 and MDR ID# 2134265-2018-04591. It was reported that the delivery system was stuck on the wire. An innova self-expanding stent system and a non-bsc guidewire were selected for an angioplasty and stenting procedure in the lower limb. During advancement of the innova system, the system became stuck on the guidewire. It is currently unknown how the stent was removed. A 8x80x75 innova¿ stent was then selected and attempted to advance to the lesion. The stent also became stuck on the guidewire. The physician was able to remove the stent by forcefully pulling it off of the guidewire. A 6x60x130 innova¿ stent was then selected for use and upon advancement, the stent became stuck on the guidewire. The physician then removed the stent system and guidewire together. The procedure was completed with a fourth innova stent and non-bsc guidewire. There were no patient complications.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an innova self-expanding stent delivery system (sds). There was a kink at the nosecone. It was noticed that there was mid-shaft damage in the form of buckling located at 2mm from the proximal end of the markerband. There was damage on the proximal end of tip of the catheter in the form of bunching. The stent was returned inside of the device. The pull handle was in the start position. The yellow thumbwheel lock was intact on the device. The damage noticed is consistent with the advancing of the catheter shaft into the introducer sheath. A .035 test guidewire was inserted into the device and a slight restriction was noticed at the tip damage and at the kink at the nosecone; however, the guidewire did transcend through the device. With the damage that was noticed this could give the indication of a frozen wire symptom. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The investigation conclusion is caused by other device as another device/drug/subsequent procedure caused the complaint event. (B)(4).

Event description:
Same case as MDR ID# 2134265-2018-04590 and MDR ID# 2134265-2018-04591. It was reported that the delivery system was stuck on the wire. An innova self-expanding stent system and a non-bsc guidewire were selected for an angioplasty and stenting procedure in the lower limb. During advancement of the innova system, the system became stuck on the guidewire. It is currently unknown how the stent was removed. A 8x80x75 innova stent was then selected and attempted to advance to the lesion. The stent also became stuck on the guidewire. The physician was able to remove the stent by forcefully pulling it off of the guidewire. A 6x60x130 innova stent was then selected for use and upon advancement, the stent became stuck on the guidewire. The physician then removed the stent system and guidewire together. The procedure was completed with a fourth innova stent and non-bsc guidewire. There were no patient complications.